Event description:
It was reported that during an implant, only one click was heard while attempting to screw the right ventricular (rv) lead into the pacemaker with the hex wrench. When the physician attempted to unscrew the rv lead from the device, it would not tighten or untighten and could not remove the rv lead from the pacemaker. Multiple attempts were made, but were unsuccessful. The device and rv lead were replaced. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of being unable to tighten and untighten the ventricular setscrew was confirmed. Analysis revealed the physician/users were making incorrect wrench insertions into the v-setscrew. The wrench was being partially inserted, which would cause the wrench to slip and strip the setscrew inset. Subsequently, the setscrew could not be completely tightened. The setscrew could not be loosened, since the area where the wrench was inserted had been stripped. Lab testing found the setscrew could be fully tightened and untightened with the torque wrench fully inserted into the setscrew inset. The cause of the reported event was related to the incorrect use of the torque wrench. No anomalies with the device were found.